Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports that the tip broke off during surgery, tip was not retrieved from the patient. On (B)(6) 2010, customer reports via phone that a laparoscopic cholecystectomy was being performed and the tip was found missing during inventory before case closed. An x-ray revealed the tip in the patient. A laparoscopic exploration was performed, could not remove tip. On (B)(6) 2010 surgeon confirms information via telephone and reports that the patient was informed of the piece of the device left in the body.